Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the root cause could not be identified. The customer reported that the issue was resolved through troubleshooting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii xenon light source was displaying a b30 scope communication error with two different scopes during procedure preparation. This event was reportedly resolved via troubleshooting with olympus technical assistance center (tac) personnel. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended several troubleshooting options. Throughout the troubleshooting, the customer concluded that the subject device was functioning properly, but the cabling was faulty. Tac provided the customer with the replacement part number for a new cable. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.